Event description:
It was reported the camera head had decentralized image and the optical adapter was defective. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation also identified the device had corrosion on the coupler and the plug unit, an electrical contact was deteriorated, damage on the cable unit, and dirt on the button. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the coupler unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had decentralized image and the optical adapter was defective. There was no patient involvement.